Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that there was no patient involved in this event. Device evaluation completion date: 08/14/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that high alarm was displayed: cassette not attached properly was recorded in history. During analysis, the customer's stated problem was verified. The pump was inspected, and the cassette was attached to the device, it alarmed "cassette not attached properly". Further investigation of the pump determined that a faulty downstream occlusion sensor was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a cassette not properly attached error. No adverse effects were reported.